Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose reading was inaccurate. The blood glucose reading was 545 mg/dl. The customer declined troubleshooting for the sensor glucose and blood glucose reading discrepancy. He requested replacement of the sensors. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.